Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation cocnlusion.

Event description:
The patient was transferred by using the maxi move lift and arjo sling clip (model maa4031m-ll, serial number (B)(6)). It was reported that the sling buckle detached. As a consequence of the event the patient fell out from the device. Initialy the customer did not report any injury and provide information that the patient did not have any sign of injury. On 09 april the customer sent information that the patient sustained a laceration to the back of her head and a fractured rib.

Manufacturer narrative:
T was reported that a patient was transferred by two caregivers with arjo maxi move passive floor lift and arjo sling. During patient transfer one of the buckles detached. As a consequence, the patient fell out of the sling. After the event, the sling was returned to arjo and evaluated by an arjo technician. It was confirmed that no malfunction was found which might have led to buckle detachment. Despite attempts to contact the customer, to gather additional details regarding event circumstances (unknown whether also sling clip detached or also the buckle) no information was provided. The instructions for use dedicated to toilet slings (04.st.0.int1-a) informs step by step how to use the sling to ensure safety. There are some steps concerning buckle inspection and use: - "check for: damaged buckles"; - "attach the neck buckle to midsection of sling, if any." Also, the instructions for use warns: "to avoid injury, always make sure to inspect the equipment prior to use." "To avoid patient from falling, make sure that the sling attachment are attached securely before and during the lifting process." To sum up, due to limited information provided to the complaint we are unable to identify the root cause of the reported problem. The arjo floor lift and the sling were used as a system during the patient transfer. Although no arjo device failure was found, the patient slipped out of the sling and from that perspective, the system did not meet its performance specification. The complaint decided to be reportable due to information that the patient fell from the device during transfer and sustained serious injury.